Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation in his legs even though the ins was turned on. Increasing stimulation did not make a difference. He fell on the floor on (B)(6) 2012. He could not stand up or walk and it was very hard to move. Additional information has been requested.

Manufacturer narrative:
Adaptor model 748966, serial # (B)(4), implanted: (B)(6) 2005. Adaptor model 748966, serial # (B)(4), implanted: (B)(6) 2005. Lead model 3998cws, lot # n27159, implanted: (B)(6) 2005. Programmer model 37743, serial # (B)(4).